Event description:
It was reported that ongoing intermittent occlusion alarms occurred. To address the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin. The customer's blood glucose level was "high", although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, that the customer was hospitalized due to the ongoing occlusions. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the hospitalization; however, no response was received.